Event description:
It was reported that the patient underwent an explant procedure to remove the entire spinal cord stimulator (scs) system. After the procedure, the patient started having drainage from his right incision at the burr hole cover implant site on his scalp. The patient also had symptoms of redness and fluid at the infection site. The patient was admitted to the hospital and was treated with antibiotics intravenously. The patient underwent a revision procedure and the entire scs system was explanted, as a result of an infection. The patient is doing well postoperatively. All explanted products were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: db-2202-45, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-linear leads, upn: db-2202-45, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, batch/ serial: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, batch/ serial: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure to remove the entire deep brain stimulator (dbs) system. After the procedure, the patient started having drainage from his right incision at the burr hole cover implant site on his scalp. The patient also had symptoms of redness and fluid at the infection site. The patient was admitted to the hospital and was treated with antibiotics intravenously. The patient underwent a revision procedure and the entire dbs system was explanted, as a result of an infection. The patient is doing well postoperatively. All explanted products were discarded by the medical facility.

Event description:
It was reported that the patient underwent an explant procedure to remove the entire deep brain stimulator (dbs) system. After the procedure, the patient started having drainage from his right incision at the burr hole cover implant site on his scalp. The patient also had symptoms of redness and fluid at the infection site. The patient was admitted to the hospital and was treated with antibiotics intravenously. The patient underwent a revision procedure and the entire dbs system was explanted, as a result of an infection. The patient is doing well postoperatively. All explanted products were discarded by the medical facility.

Manufacturer narrative:
Correct to field b5: event description.